Manufacturer narrative:
Customer contract does not include tse support, and biomed prefers to check on billing implications prior to working with tse. Biomed will call back. No additional details available at this time (exam type, system recovery, etc.) System not registered with kinectus.

Event description:
Biomed reports system is intermittently locking up during exam. On one occurrence, system displayed nvidia pop up message.